Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that a patient, 17 years old, required long-term infusion of cytotoxic drugs due to osteosarcoma, and the left upper extremity PICC was left in place under b-ultrasound guidance at 18:16 on (B)(6) 2024, the puncture vein was the brachial vein, and the length of tubing was 48 cm, and the x-ray on the day of the tubing showed that the tip of the PICC was located at the level of the right edge of the 9th thoracic vertebral cone. At present, 8 cycles of ap chemotherapy program (doxorubicin liposome d1-3) have been infused, the patient regular return to the oncology department each cycle of hospitalization for 3 consecutive days of infusion, the rest of the time with the tube home, the tube is vacant during the period of weekly sealing the tube punch. (B)(6) cycle of chemotherapy is over, by the left upper limb vascular ultrasound prompted no abnormality, in accordance with the doctor's instructions to pull out the PICC catheter, and the patient's PICC catheter was removed. The process of tubing removal was smooth, and the patient did not complain of discomfort. Routine inspection of the length and tip of the catheter at the end of tubing removal revealed that the length of the removed tube was 24 cm, and the head end was uneven and whitish. Fracture of the catheter was confirmed on radiographs that the tip was mistakenly inserted into the pulmonary artery, and the department urgently linked to the interventional department to perform an in vivo partial capture, and the surgical procedure went smoothly, and the patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken PICC is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device with a broken catheter tubing. No details of the damage could be discerned from the provided photograph. No other damage could be seen on the sample. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.